Event description:
It was reported that this patient received two inappropriate shocks due to t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) and the second shock converted the rhythm. A boston scientific technical services consultant stated the qrs complex was wide with a t-wave that came in above the isoelectric line. This created a scenario where the t-waves became sensed and counted. The presenting data looked good so the event could have been rate related. The patient will be brought into the clinic for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received 2 inappropriate shocks due to t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) and the second shock converted the rhythm. A boston scientific technical services consultant stated the qrs complex is wide with a t-wave that comes above the isoelectric line which creates a scenario where the t-waves become sensed and counted. The presenting data looks good so the event could have been rate related. The patient will be brought into the clinic for further evaluation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received 2 inappropriate shocks due to t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) and the second shock converted the rhythm. A boston scientific technical services consultant stated the qrs complex is wide with a t-wave that comes above the isoelectric line which creates a scenario where the t-waves become sensed and counted. The presenting data looks good so the event could have been rate related. The patient will be brought into the clinic for further evaluation. Additional information was received which reported the patient was evaluated in the clinic and troubleshooting was performed. It was noted that auto setup initially failed secondary but passed the second time. Additionally, primary and alternate passed and now the device is programmed to primary since no shocks have been delivered in this vector. The patient did perform a treadmill test and all vectors were at an elevated rate. Technical services recommended to increase smart charge. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient received 2 inappropriate shocks due to t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) and the second shock converted the rhythm. A boston scientific technical services consultant stated the qrs complex is wide with a t-wave that comes above the isoelectric line which creates a scenario where the t-waves become sensed and counted. The presenting data looks good so the event could have been rate related. The patient will be brought into the clinic for further evaluation. Additional information was received which reported the patient was evaluated in the clinic and troubleshooting was performed. It was noted that auto setup initially failed secondary but passed the second time. Additionally, primary and alternate passed and now the device is programmed to primary since no shocks have been delivered in this vector. The patient did perform a treadmill test and all vectors were at an elevated rate. Technical services recommended to increase smart charge. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the smart pass feature was disabled due to undersensing when programmed in alternate. Additionally, the patient had another event in which there was an inappropriate shock due to oversensing. Subsequently, the device was explanted and replaced. The physician elected to re-use same electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received 2 inappropriate shocks due to t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) and the second shock converted the rhythm. A boston scientific technical services consultant stated the qrs complex is wide with a t-wave that comes above the isoelectric line which creates a scenario where the t-waves become sensed and counted. The presenting data looks good so the event could have been rate related. The patient will be brought into the clinic for further evaluation. Additional information was received which reported the patient was evaluated in the clinic and troubleshooting was performed. It was noted that auto setup initially failed secondary but passed the second time. Additionally, primary and alternate passed and now the device is programmed to primary since no shocks have been delivered in this vector. The patient did perform a treadmill test and all vectors were at an elevated rate. Technical services recommended to increase smart charge. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the smart pass feature was disabled due to undersensing when programmed in alternate. Additionally, the patient had another event in which there was an inappropriate shock due to oversensing. Subsequently, the device was explanted and replaced. The physician elected to re-use same electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h6 device codes.

Event description:
It was reported that this patient received 2 inappropriate shocks due to t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) and the second shock converted the rhythm. A boston scientific technical services consultant stated the qrs complex is wide with a t-wave that comes above the isoelectric line which creates a scenario where the t-waves become sensed and counted. The presenting data looks good so the event could have been rate related. The patient will be brought into the clinic for further evaluation. Additional information was received which reported the patient was evaluated in the clinic and troubleshooting was performed. It was noted that auto setup initially failed secondary but passed the second time. Additionally, primary and alternate passed and now the device is programmed to primary since no shocks have been delivered in this vector. The patient did perform a treadmill test and all vectors were at an elevated rate. Technical services recommended to increase smart charge. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the smart pass feature was disabled due to undersensing when programmed in alternate. Additionally, the patient had another event in which there was an inappropriate shock due to oversensing. Subsequently, the device was explanted and replaced. The physician elected to re-use same electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.